Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: left total hip revision (revision of corail stem). Primary procedure date tba. Revision surgery was performed on (B)(6) 2014. Reason for revision: infection. The corail stem was removed utilising a high femoral osteotomy. It was replaced with a cement spacer as stage 1 of a 2 stage revision. The pinnacle cup and ultamet liner were left in situ. The ultamet liner will be removed in the second stage of the procedure and replaced with a poly liner. Another company's revision stem will be used for the second stage of the revision.

Manufacturer narrative:
Procedure: left total hip revision (revision of corail stem). Primary procedure date tba. Revision surgery was performed on (B)(6) 2014. Reason for revision: infection. The corail stem was removed utilising a high femoral osteotomy. It was replaced with a cement spacer as stage 1 of a 2 stage revision. The pinnacle cup and ultamet liner were left in situ. The ultamet liner will be removed in the second stage of the procedure and replaced with a poly liner. Another company's revision stem will be used for the second stage of the revision. X-ray photos are available. No operation notes, pathology report or any other medical reports and clinical correspondences are available. Patient initials, dob and gender are provided. No further information available. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. X-rays were obtained and reviewed by engineering. Root cause for infection is indeterminate with the data provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.